Manufacturer narrative:
This report is filed on july 26, 2016.

Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to pain at implant site. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2016.